Manufacturer narrative:
The lens was not implanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00) when the surgeon was pushing the plunger, the lens did not move down properly. Reportedly, there was patient contact with the cartridge and possibly with the lens but no patient injury. A different lens was implanted correctly. No further information was provided.

Manufacturer narrative:
This supplemental report pertains to lens serial number, (B)(4): device available for evaluation, returned to manufacturer on: 7/23/2018. Device evaluation: the complaint unit was received in a plastic bag. The plunger was observed in a fully advanced position and lock. The cartridge was correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection was performed at 10x microscope magnification: the pushrod was exposed out of the cartridge tip. The tip was broken. Lack of lubricant material was observed in the device. The lens was observed out of the device with detached haptic and the pushrod was in a advanced position. The reported complaint as iol partially delivered, stuck in cartridge was not verified. The condition of the pcb00 tecnis 1- piece model received could not be related to the manufacturing process, but it could be related to handling process. Therefore, product quality deficiency was not identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).